Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that open / close icons of s5 erc tubing clamp / 620mm disappeared from cp5 control unit display. Perfusionist was unable to operate the clamp and had to release it manually. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
H.11: device was returned to manufacturer repair. Upon technical inspection, no issue could be reproduced nor confirmed. Device was cleaned and external part of the housing and flat sealing were replaced. Functional checks were performed according to technical safety inspection checklist and unit was returned to customer properly working. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on all the above, the most likely root cause of the reported issue can be assigned to a erc disconnection most likely related to a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.